Manufacturer narrative:
Based on the information available, it is unlikely that the stroke was related to the use of the impella device; however, a device-related contribution cannot be definitively ruled out. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had been brought to the cardiac catheterization laboratory for left heart catheterization, and during the procedure, the patient became hypotensive and required vasopressors. The physician then elected to place the impella cp to help stabilize the patient. The impella cp was inserted according to the manufacturer's instructions for use, and support was initiated. A thrombectomy was performed in the left anterior descending and left circumflex arteries, a balloon angioplasty was then performed and nipride was administered. Following the procedure, the patient was transferred to the intensive care unit for continued monitoring and care. The patient was later intubated for airway protection. The following day, a stroke alert was called due to due to loss of reflexes and no fixed pupils, and remained acidotic. The patient was made do not resuscitate. The patient then expired while on impella cp support.